Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced the sleeve falling off. This event occurred twice. The following information was provided by the initial reporter. The customer stated: this is a report about separation of the sleeve of luer adapter. The customer reported as follows: during blood collection using bd's luer adapter and suh and terumo's tube, the rubber sleeve of the luer adapter was separated and was trapped with the tube.

Manufacturer narrative:
Investigation summary: material #: 367300; lot/batch #: 2129785. Bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced the sleeve falling off. This event occurred twice. The following information was provided by the initial reporter. The customer stated: this is a report about separation of the sleeve of luer adapter. The customer reported as follows: during blood collection using bd's luer adapter and suh and terumo's tube, the rubber sleeve of the luer adapter was separated and was trapped with the tube.